Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the patient reported their previous device quit working after 4 years of use. The patient stated that they just noticed about 2 months ago. The patient also did not received their new implant's external devices. The patient could not receive device education. The agent emailed a rep for further assistance. The patient was redirected to their healthcare provider to further address the issue. A response from the rep stated that they had connected with the patient and the patient's daughter had the device. On (B)(6) 2026 additional information was received from the patient and a manufacturer representative. The patient called back and repeated that their daughter-in-law accidentally took the blue box with her the day of the surgery but they already picked it up and they have their equipment. The patient also mentioned their rep was the one who noticed their previous device quit working and they got it replaced last friday (B)(6) 2026).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.